Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Device was explanted. Healthcare professional later reported rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported, left side implant exchange with no complaint against the device. Device was explanted. Healthcare professional, later reported, rupture.

Manufacturer narrative:
The aware date in previous report was inadvertently reported as 24apr2023. The correct aware date is 09may2024. Additional, changed, and/or corrected data: a.4; b.6.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Device was explanted. Healthcare professional later reported rupture.